Event description:
Exposed to chemical fumes emitted from equipment that malfunctioned in a darkroom in the radiology dept. Symptoms included nausea, headache and vomiting. Removed equipment from hosp. Odor dissipated. Sulfur gas emitted. Air tested for h2s, results negative. Employee became a pt seen in e.r. Treated & released.